Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the communicator displayed a red call doctor icon, indicative of an unspecified product performance anomaly associated with this pacemaker system. The device was no longer monitored remotely. Multiple attempts to obtain additional details regarding this pacemaker, however the patient had moved and was no longer followed by this clinic. This pacemaker remains in service. No adverse patient effects were reported. At this time no further information is available. If additional information becomes available this report would be updated at that time.